Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the rate of the external pulse generator (epg) was set at 60 bpm, the device paced at 120 bpm. The device was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: initial analysis could not confirm the reported event. It was noted that the interconnect flex and main printed circuit board (pcb) were out of electrical specification intermittently, the side bail cover and ring cover were broken. Further analysis was performed on the interconnect flex. This analysis found compacted layers of pulverized and oxidized tin and lead at both the pin and the flex solder surfaces in the area where contact had been made.